Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a5; b3; b5; d2; d4; e1; e2; e3; e4; g3; h1; h2; h3; h4; h6. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: intra-operative fluoroscopic and post-op x-ray images of the shoulder show the presence of reverse total shoulder arthroplasty components and the retained broken-off tip of a threaded steinmann pin. Operative notes were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g4; g6; h1; h2; h3; h6. The reported event could not be confirmed due to a lack of product/information. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to a lack of lot identification. A review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument the instrument fractured and the piece that fractured off was retained by the patient. The surgeon chose to leave the piece in the patient as it would take rather lengthy procedure to explant the retained piece and the surgeon felt that it was not a danger to the patient to leave the piece in the patient.